Event description:
Patient reported suffers from pain and hardening and that the doctor stated it was the start of capsule fibrosis moving into the arm. Subsequently, patient confirmed baker grade iii and feeling of tension in connection with implant recall as well as a dislocated implant and ¿microcysts. The device has been explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.